Event description:
It was reported that "the iab did not inflate fully when starting the therapy. The distal part remained unfolded". No medical intervention required. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "the iab did not inflate fully" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Hold for rw 1.22. It was reported that "the iab did not inflate fully when starting the therapy. The distal part remained unfolded". No medical intervention required. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn#: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.